Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 12x3.5mm, eccentric, de novo target lesion was located in the severely tortuous, moderately calcified distal left circumflex artery (lcx). A 12x3.50mm omega¿ was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal of the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only (B)(6) approved but it is similar to an approved us device.